Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device log confirmed that the occurrence of system fault 218. The device is currently being returned to the manufacturing facility for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 218) message. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. It was reported to resmed that the astral device displayed a system fault 218 and the display screen froze. The investigation determined that the reported system fault error message (sf 218) and frozen display were due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).